Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received a vibratory alert for high hv lead impedance. An increase in threshold and low r-waves were observed. Chest x-ray confirmed that the lead was pulled back. The lead was repositioned.